Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt said they had gone to the doctor who looked at a scan and noticed that their ins had turned. Pt said the doctor wanted the pt do have surgery to go in and fix it. Pt was wondering if the leads could break due to the ins turning. The patient was redirected to their healthcare provider (hcp) to further address the issue. No symptoms were reported.